Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. In trouble-shooting, the medtronic representative tested and found the navigation system to be in good working condition. Reported issue could not be replicated. Determined to be user/connection error. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site's navigation system axiem unit lost power intermittently. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.